Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing low sensing values. Therefore, the lead was capped off. According to the information provided by our device tracking department, a new rv lead, of a different model was implanted. No additional information was able to be provided from the field rep. Please note: the initial report indicated the incorrect sn number of (B)(6), and was previously reported to bsc, and out of service since 2010. Lead 0185/324903 was the replacement lead for (B)(6).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has not been received for analysis. Should the device be returned, an investigation will be conducted and this report will be updated at that time.

Event description:
It was reported the lead was explanted due to an unknown reason. Further information has been sent to the field inquiring about the specific allegation against the device, along with procedure and patient outcome, and a return request.